Event description:
It was reported that the patient had a loss of therapeutic effect since the end of 2011 and cannot change her settings because, she became homeless in 2010 and lost her patient programmer. The patient was having urgency that would come on in a snap and the urine would leak out and soak through her clothes. The patient needed to bring two sets of clothes, as she would not always know it was coming and would have it dripping down her leg. The patient had a blackout in 2010 wherein she lost half of her memory and bit off half of her tongue; she thought, she had a seizure. Additional information received reported, the patient was having issues with poor communication between her device and the patient programmer. She was unable to make adjustments with or without the antenna attached. It was also reported that the patient was in a transitional care facility for one week to have plasmapheresis treatments because of her sight issues of ocular myasthenia gravis (due to muscle disease). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. An appointment with her physician was scheduled for (B)(6)-2012.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown, implanted: 2009 (B)(6), explanted: product type lead product ID, 3095-10 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(6).